Manufacturer narrative:
The device was available from the hospital for evaluation; an engineering device evaluation was performed on the returned product. The retractor control cable was found encumbered by the scope retainer band and the helix and centering needle were bent. The tissue mold was fully operational although some drag was noted when opening/closing the tissue mold. The drag was caused by the helical control cable being wedged in the tissue mold as the result of being encumbered by the scope retainer band. A review of the DHR indicates the materials and assembly process were to specifications and passed all final testing criteria. The root cause of the helical control cable caught in the scope retainer band could not be definitively determined. This is the second reported occurrence in 17,245 procedures (0.012%). There is no reported patient injury; however, if the failure were to recur, it may require intervention to prevent serious injury.

Event description:
The user reported the tissue mold would not open or close as expected. As a result, the user was unable to manipulate the tissue mold to properly position tissue. The initial device was uneventfully removed and the procedure was successfully completed with a secondary r2005 device. There is no reported patient impact.